Event description:
A customer contacted beckman coulter inc. (Bec) reporting a flood in the waste exit sump of the unicel dxc 800 pro synchron clinical system. The customer removed a tubing from the waste sump without shutting down the hydropneumatic and was sprayed on his shoes and lab coat with waste fluid. He was not harmed and did not need medical attention.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with troubleshooting and had the customer adjust the regulator, stop the instrument and home. Cts asked customer to pull the waste exit sump, clean the float switch sensors and reseat the float switch sensor lead plug on the blue lid. The customer stopped and homed the instrument to standby and checked for draining. The waste collection sump was still full. The customer primed hydro drain functions but it did not drain. Cts had the customer cold boot the system. The waste collection sump then started draining but was still half full. Cts then had the customer stop the instrument and remove a valve in the hydro and drained sump into a biohazard bag and flush the sump and valve with hot water. The customer then reinstalled the sump and the valve and the issue was resolved.